Manufacturer narrative:
E.4.: the initial reporter also notified the FDA on 20jul2023. Medwatch report # mw5120013. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ 3ml syringe the stopper was deformed. There was no report of patient impact. The following information was provided by the initial reporter: black bevel in bd plastipak 3ml syringe is crooked. Unable to obtain accurate measurement.

Event description:
It was reported while using bd plastipak¿ 3ml syringe the stopper was deformed. There was no report of patient impact. The following information was provided by the initial reporter: black bevel in bd plastipak 3ml syringe is crooked. Unable to obtain accurate measurement.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 02-oct-2023 . H6: investigation summary one sample was provided to our quality team for investigation. A visual inspection was performed and no damage to the stopper was observed. Additionally, the stopper was measured in the barrel for angularity and was acceptable per product specification. The reported defect was not identified in the samples received. Therefore, no corrective action is required at this time. Batch 2341851 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.